Manufacturer narrative:
No medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. Photo's have been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port kit was missing the 21 gauge needle that was supposed to be inside and instead an 18 gauge needle was inside the kit. The kit was used and another needle was opened and used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that the port kit was missing the 21 gauge needle that was supposed to be inside and instead an 18 gauge needle was inside the kit. The kit was used and another needle was opened and used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found in the review to indicate there was a manufacturing related cause for this event. Although the device was not returned for evaluation, three electronic photos were provided for review. Per the photo review, the customer received an introducer with a pink needle hub, indicating an 18 gauge needle size, which is different from the 21 gauge introducer needle indicated in the contents list on the label. Based on the findings, the investigation is confirmed for the reported incorrect needle size. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2019).